Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: date of event: unknown. The investigation was carried out by the responsible q-coordinator of the production plant. The trocar is according to the specifications valid at the time of production. The device quality and manufacturing history records have been checked for the available lot number. The device history file been checked and found to be according to our specification valid at the time of production. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative instruments were damaged while working with the trocar, parts of the device came loose and fall into the abdomen. Surgical delay longer than 15 minutes reported. Leading material: ek036r, trocar sleeve 12/110mm threaded with tap. Involved component: storz instrument. Both articles are available. Updated information: only the trocar was received. There was no foreign instrument with it. Additional patient outcome and medical intervention information has been requested and was informed that when the information becomes available it will be forwarded over.

Manufacturer narrative:
Additional event details received on (B)(6) 2018.

Event description:
After further consultation with the rep, no fragments had to be retrieved. There was only a short time of surgery delay, so the patient was well and no further measures were taken.